Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2021. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Product lot # were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any planned surgical interventions for this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Product lot # were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any planned surgical interventions for this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the absorbable straps were used. It was reported that two weeks post-operative after a hernia repair patient is having symptoms consistent with nerve entrapment. It was reported that the patient is experiencing pain.